Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a custom curved quick-connect was reported. The event was confirmed. Method and results: device evaluation and results: mar confirmed a similar report of ¿fracture occurred through overload¿. The shaft of the device was damaged through impact. No manufacturing defects were observed on the fracture surfaces. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for the lot referenced. Conclusions: the investigation concluded that the specialty impactor fractured due to fatigue and overload conditions during use. No manufacturing defects were observed on the fracture surfaces. No further investigation for this event is possible at this time with the information provided. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Curved cup inserter broke while implanting shell. Finished with secondary inserter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Curved cup inserter broke while implanting shell. Finished with secondary inserter.